Event description:
Tampon ejection difficulty [device defective], tampon ejection difficulty [foreign body in reproductive tract]. Case narrative: on 18-nov-2024, a spontaneous report was received from a consumer regarding a female of an unreported age who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started the use of playtex sport plastic, unscented. On an unspecified date, after inserting the product, she had tampon ejection difficulty. Subsequently, she had to go to the ER (emergency room). As of on (B)(6) 2024, the status of product use was not reported. No additional information was provided.

Manufacturer narrative:
The consumer did not provide any information on the exact product or lot to allow for a full investigation or what the actual issue was that required medical attention. Trend analysis and review of risk documentation for playtex tampons was completed. The investigation showed no issues present that would have contributed to the consumer¿s incident. The investigation revealed no issues requiring corrective action with the product manufactured.